Event description:
Pt reported that in 2004 they noticed a moisture droplet/foginess under the device's display screen. Pt also reported experiencing erratic blod glucose levels (45-300mg/dl) in 2004. Pt feels that device is at fault for erratic blood glucose. Pt self-treated erratic blood glucose levels by giving themselves insulin injections ( for high blood glucose) and drinking orange juice (for low blood glucose).